Event description:
In MFR report # 3004209178-2012-00422 it was reported "impedance measurements were taken and one combination 8-10 was less than 50 ohms. It was suggested to reprogram, if possible." Additional review indicates this information pertains to this manufacturer report's device. Any additional information regarding impedances will be reported in this report. Additional information. The device was programmed around the electrodes with low impedances, and the patient was doing "fine."

Manufacturer narrative:
(B)(4). Lead model 3387s-40 lot #v556156 implanted: (B)(6) 2011, lead model 3387s-40 lot #v556156 implanted: (B)(6) 2011, extension model 37085-60 (B)(4) implanted: (B)(6) 2011, extension model 37085-60 (B)(4) implanted: (B)(6) 2011, programmer model 37642 (B)(4).

Event description:
Additional information received reported an eos / eol message. It was noted that the patient was at very high settings, the manufacturer representative believed he was at 4.7v and 3.8v. It was reported that the battery depletion was normal, the ins was replaced, and the issue resolved.